Event description:
The customer reported via phone call that they experienced a low blood glucose of 40 mg/dl. Customer stated they treated their blood glucose with food. The customer also reported treating their blood glucose with water. Customer was able to raise their blood glucose to 95 mg/dl at the end of the call. Customer also requested assistance with programming the insulin pump. The customer declined to return the insulin pump for analysis.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.